Event description:
It was reported that the right atrial (ra) lead was exhibiting intermittent or no capture, high thresholds, high impedance and declining sensing measurements. Possible fracture was suspected. Pacing was programmed off and the lead is now only being used to sense. The patient stated they did not feel well but did not voice a specific complaint. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).